Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product ethisorb or pds plate caused and/or contributed to the adverse events described in the article? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. Is the product code and lot number available for any of the ethicon devices used? Citation: clin oral invest (2011) 15:305¿313. Doi 10.1007/s00784-010-0385-y.

Event description:
It was reported in a journal article (title: retrospective analysis of orbital floor fractures¿complications, outcome, and review of literature) that a patient underwent primary orbital floor reconstruction on unknown date and device was used for standard orbital floor repair. A retrospective review of orbital reconstruction procedures performed between (B)(6) 2003 and (B)(6) 2007. The patient possibly experienced diplopia, motility impairment, enophthalmos/hypophthalmus or infection. The patient possibly required revision surgery. Additional information has been requested.